Event description:
It was reported that a radix anker post fractured approximately 29 months after placement; the separated piece was retrieved without injury.

Manufacturer narrative:
While no patient injury occurred, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event is reportable per 21 cef part 803.